Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: do you know if they were able to remove the device following the standard process for opening this specific device, or was the device torn or cut from the tissue due to the device not opening? -it seems to have been removed in the "normal" fashion but only after being withdrawn from the patient's body and with the use of a great deal of force. Did the team experience any blood loss due to the device malfunction, and if so, how much? -not noted. Finally, I wanted to confirm that this procedure was not converted to an "open" procedure due to the potential device malfunction? -not converted to open but an additional 5mm port was inserted to facilitate the staplers removal. Further information was again requested and the following was obtained: the account indicated that the patient was undergoing a splenectomy. Device was fired on the spleen and would not open; a 5 mm port was inserted to facilitate removal of the spleen and the endocutter. Device was then able to be opened by the scrub tech at the back table. No further information was known. The analysis found that one device was returned in good visual condition and with one ecr60m cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the cartridge deck was noted to be damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the device locked and jammed while on the spleen. It was reported that they were able to get the device off, but they did have to introduce another 5mm trocar to access the body cavity to remove the device. The device was difficult to open and was not cut off tissue. Unknown how the case was completed. There were no adverse consequences for the patient reported. This is all the information that the customer had, there is no further information available.